Event description:
It was reported that this right ventricular (rv) lead was exhibiting high within range pacing impedances due to lead damage. This rv lead remains in service. No adverse patient effects were reported.